Event description:
It was reported that the customer received a button error alarm. It was also reported that the numbers on the insulin pump scroll up with out any input from the customer, while attempting to deliver a bolus. Customer's blood glucose level at the time 210mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump buttons all responded properly. However, moisture damage was found on the keypad traces. No button error alarm was noted. The insulin pump powered up properly after battery installation. The insulin pump operating currents were within specification and no failed battery test alarms were noted. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.